Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the up and down buttons of the insulin pump have to be pressed more than once. Customer¿s blood glucose level was unknown. Customer stated that the battery life was almost out, had unexplained no delivery several times, slower to rewind and back light sometimes did not come on. Customer also stated that they rewind more than once per prime. Customer declined to troubleshooting. The device will not be returned for analysis.